Manufacturer narrative:
Other: support strut.

Event description:
It was reported the backrest support would not hold in position. There was reported pt involvement, however no adverse consequences have been reported.